Event description:
It was reported that after a breast biopsy, foreign matter was photographed by mammography. No patient consequence reported.

Manufacturer narrative:
Information provided, but unavailable at this time.